Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to have a cracked right case and a broken bottom case. No error related to the reported complaint was noted in the event history log. Visual inspection as well as occlusion testing were performed on the pump. The customer's complaint was verified. The motor not running error was found, and the main board was found broken where the size pot connector is plugged into. Normal wear and tear was noted to be the root cause of this complaint. The motor and main board were both replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical medfusion pump received a "motor not running" error. It was also reported that the barrel clamp sensor clip on the main board is broken. No patient injury resulted.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the bottom case was broken. A review of the event history log identified motor not running. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 12 years old. Replaced stepper motor. Worm coupling, worm gear, motor bracket, delrin washer, wavy washer, lead screw, clutch halves, and the main board. Performed occlusion test and all functional tests which passed.